Event description:
It has been reported to the philips that device does not boot up properly. This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro stating the device does not boot up properly. The bench technician confirmed that the device will not boot up properly and observed that the trizeps board was unseated. The technician reseated the trizeps board into a new h frame to address the issue. The device was returned to full functionality. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the trizeps board becoming unseated. The reported problem was confirmed. Based on the information available and the results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The technician reseated the trizeps board to address the issue. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Updated the evaluation result code.